Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by moving the patient another room. The philips field service engineer (fse) visited system onsite and confirmed that the system could not emit x-rays. As part of troubleshooting, the fse reviewed system log files and found tube current out of range, indicating the issue with the x-ray tube. To resolve the issue, the fse replaced the defective x-ray tube in another case, after which the system was returned to use in good working condition. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.